Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged to the right ventricular outflow tract due to a difficult release. The lp was retrieved and a transvenous pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of dislodgment and difficult separation were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the helix; the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.